Event description:
The patient underwent full revision surgery due to high impedance. The explant facility is known to discard all explanted devices. No additional relevant information has been received to date.

Event description:
The patient was referred for a full revision surgery due to high lead impedance. No known surgical intervention has occurred to date. No additional relevant info has been received to date.